Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back and under his pectoral muscles while wearing the lifevest. The patient was given a prescription from his physician for an anti-itch cream. It was reported that the anti-itch cream did not seem to work. The patient used (B)(6) mouth wash on the irritation and it was reported the rash was improving with the use of (B)(6).